Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump displayed a motor error. There was no reported injury to the patient.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis missing a battery and with a crack in the left plunger case and the bottom case. Upon review of the event log, the reported "motor not running" message was not verified. No problem was found, the pump operated as intended. Replaced motor assembly, worm gear, leadscrew, clutch halves, parts of the drive train assembly, left plunger case, keypad, battery, bottom case, interconnect board and added the cable guard for preventative maintenance.